Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the patient still had nausea, digestion issues, and pain from "j-tube" on top of the implant.

Event description:
It was reported that the patient had a ¿j-tube¿ placed and was currently in the hospital. The tube was inserted one inch to the left of where the neurostimulator was implanted. The patient started to have pain around that area last night when the patient was fed through the tube. The patient had a ¿j-tube¿ placed to treat nausea and vomiting. The therapy was reportedly only effective 20 ¿ 30% of the time and was not really solving the problem. This had been the case since implant and the healthcare provider (hcp) had made adjustments without resolution. It was state that the patient experienced intermittent shocking about a month ago.